Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 26-feb-2026, a distributor reported via email that two ar-1588rt-2j tightrope ii rt devices experienced issues. During final tensioning, the surgeon felt loosening on the femoral side, and upon inspection, the tightrope was observed to have broken. This was discovered during an acl graftlink reconstruction with an internalbrace procedure on (B)(6) 2026. Additional information was received on 10-mar-2026: this case was completed using an ar-1588rt-2j tightrope ii rt and an ar-1588tn-21 tightrope ii abs. Everything was removed from the patient. The surgery experienced an approximate 1-hour delay. It is unknown whether additional anesthesia was administered.